Event description:
Literature: muller, o. M., gaul, c., katsarava, z., sure, u., diener, h.-c., gasser, t. Bilateral occipital nerve stimulation for the treatment of chronic cluster headache: case series and initiation of a prospective study. Fortschr neurot psychiat 2010; 78: 709-714. Doi: 10.1055/s-0029-1245599. Summary: the authors report on the efficacy of bilateral occipital nerve stimulation (ons) for patients with chronic cluster headache (cch). Between (B)(6) 2008 and (B)(6) 2009 seven patients with therapy-refractory cch were treated with bilateral ons. The follow-up of the patients lasted an average of 12 months. Overall, the intensity of the attacks decreased by 50% and the consumption of attack medication was reduced by 77%. A tendency towards improved quality of life was seen in all patients by means of a standardized questionnaire (sf-36). Reported events: one patient experienced an infection at the generator site which made a transient externalization of the electrodes and implantation of a new generator after infection clean-up necessary. This led to a unilateral electrode dislocation without impairing the distribution of the stimulation. The patient has since been symptom-free in this respect and continues to speak well of the ons. Scar formations required re-operation and adhesiolysis of the thoracic connector in one patient.

Manufacturer narrative:
Implanted: unk, explanted: unk, extension: model neu_unknown_ext, lot# unknown, serial# unknown.